Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 277 mg/dl at the time of admission. The customer stated they were experiencing high blood glucose because they did not have any insulin in their reservoir. Customer also stated they had diabetic ketoacidosis and nausea from their high blood glucose. Customer was hospitalized for over 24 hours. The customer was treating their blood glucose with the insulin pen. No additional information provided.